Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The vns was disabled as an intervention. The pt was asymptomatic. No known trauma has occurred. X-rays reviewed by the MFR did not identify any lead anomalies. The plan of care is to follow the pt clinically for several months, readjust medications, and re-assess the need for lead revision surgery at a later date.

Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.